Event description:
Procedure: type: inguinal hernia repair. According to the reporter: during a laparoscopic reduction and repair of bilateral inguinal hernias a dissecting balloon was blown up under vision via the camera in the properitoneal space. When the trocar was removed. The balloon and sheath disconnected from the device and remained within the properitoneal space. This was immediately recognized and both the dissecting balloon and its sheath were successfully retrieved from the tp.

Manufacturer narrative:
(B)(4).